Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a broken reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the insulin pump had an intermittently unresponsive keypad. The customer stated that the act button had to be pressed 2 to 3 times before it would garner a response. The blood glucose reading was 150 mg/dl. No significant events leading to the keypad issues were observed. Advised replacement of the insulin pump. Nothing further reported.